Event description:
Same as case #6000089-2004-01555. It was reported that during a coronary drug eluting stenting treatment procedure, two catheter shafts broke. The physician was working on a heavily calcified circumflex lesion. The physician was unable to cross the lesion with a taxus express2 3.5x28mm drug eluting stent. The physician then attempted to cross the lesion with a taxus express2 3.5x20mm drug eluting stent and was unable to cross. While removing the device, the shaft broke. The physician attempted unsuccessfully to cross the lesion with another taxus express2 3.5x20 drug eluting stent and upon removal, the shaft of this catheter broke as well. The physician was able to complete the procedure with a taxus 3.5x16mm stent. No pt complications were reported. Pt's condition was reported to be satisfactory.